Event description:
It was reported that the scale would not zero which can cause the scale to provide an inaccurate reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.